Event description:
On (B)(6) 2017, a reporter for the lay user/patient contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch ultra2 meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The reporter indicated that the meter would not power on when a test strip was inserted around 10am on (B)(6) 2017. The patient manages her diabetes with insulin which she self-adjusts. The reporter denied that the patient had made any changes to her usual diabetes management routine following the start of the alleged issue. She reported that about 6 hours later, the patient developed symptoms of ¿dizziness¿. She reported that the patient was taken to hospital where a blood glucose result of ¿390 mg/dl¿ was obtained on the ER/hospital meter at around 4pm on (B)(6)2017. The reporter also stated that the patient was treated with 5 units of lispro insulin by a healthcare professional (hcp) at around 4pm on (B)(6)2017. At the time of troubleshooting, the csr noted that the meter was not being used for the first time. Based on the information provided, there was no misuse of the meter. The meter did not turn on when the power button was pressed. The csr noted that the patient had been using incorrect gen test strips. The reporter did not have the correct onetouch ultra test strips to insert into the meter and the issue could not be resolved with training. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event, i.e. Dizziness requiring treatment from an hcp, after the alleged product issue began.